Event description:
During review of the pump's event history by a baxter service technician, a flo-gard infusion pump was found to have experienced ten occurrences of a downstream occlusion alarm. "This condition had the potential to interrupt delivery." This was not reported by the customer. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device has been received by baxter, and the condition was confirmed by service. "This condition is an ancillary service event opened during the investigation of another condition." The cause was undetermined.